Manufacturer narrative:
.

Event description:
The available diagnostic history for the prior generator, which was connected to the suspect lead, was reviewed. No evidence of high impedance was observed within the available history.

Event description:
It was reported that during generator replacement surgery on (B)(6) 2015 due to end of service, the vns patient¿s replacement generator showed high impedance when connected to the existing lead. The lead pin was reinserted into the generator header; however, the impedance value remained high. The procedure was completed without replacing the patient¿s lead. Follow-up revealed that the patient¿s device later showed lead impedance within normal limits (impedance value ¿ 1894). Attempts for additional relevant information have been unsuccessful to date.